Event description:
Hospice pt resided in a convent. Per caregiver, two people were placing pt in hoyer lift - the swing twisted, pt fell through hole, and hit head. Later, pt found to be unresponsive. Convent contacted hospice agency. Pt was dnr and not taken to the hospital, per caregiver request. Hospice provided comfort care. Pt died later in day. Pt's residential info: (B)(6).